Event description:
User received errant hcg result for one pt sample. Initial result was 0.267 iu/l, repeat result was 5371 iu/l. Errant result was not reported. There was no change in the pt treatment. The field service rep was unable to determine a cause. He noted, he checked the seals on all pipettes pinch valve tubing, mixer speed and ran a sample volume check. He also checked the alignment of the sample probe and sippers nozzles. Performance tests were performed.